Manufacturer narrative:
H6: device code 2017 clarifier - incorrect removal manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that procedure was to treat a blood clot in the obtuse marginal (om) artery. When removing the ht bmw universal ii 190cm guide wire (gw) from the protective hoop, the gw was pulled out by the tip end. The gw was advanced to it's intended location, but difficulty was noted while torqueing the gw. The gw was removed from the patient and resistance was noted with the ivus catheter and the tip of the gw curled up and became separated in the catheter. The gw and catheter were able to be removed as a single unit; however, a vessel dissection was observed. Therefore, a stent implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
A visual and dimensional analysis was performed on the returned device. The reported difficult to advance and difficult to remove could not be tested due to device condition. The reported deformation due to compressive stress and material separation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appears to be related to user error. In this case, it was reported that the guide wire was removed from the dispenser hoop by pulling the tip. It should be noted that the hi-torque guide wires instruction for use, preparation for use section, states ¿do not grasp the tip of the wire while removing it from the dispenser hoop.¿ it is possible that grasping the tip of the guide wire impacted its integrity and maneuverability, resulting in the reported difficulty during advancement through the anatomy and subsequent difficulty during removal from the ivus. Manipulation of the guide wire when resistance was met possibly contributed to the bent shaping ribbon and kinked core noted during returned device analysis. Additionally, it was reported that the material separation occurred when resistance was met with the ivus during removal. Returned device analysis noted the fracture faces at the separation were jagged and the core bent. This indicates that the guide wire likely separated at a kink or bend when resistance was met. The reported patient effect of dissection is listed in the hi-torque guide wires IFU as a known patient effect of coronary procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.